Manufacturer narrative:
Returned for evaluation was a 14cm solero probe. The complaint was received stating the solero applicator ceramic tip is discolored. The device was visually inspected and confirmed that the tip is discolored , which is initially white in color. The discoloration of the ceramic tip has been confirmed. The middle section of tip in region of semi rigid zirconia ferrule and semi rigid end washer is where the discoloration is occurring. There were no adverse effects to patient and device was used for multiple applications during procedure with no other known issues. The reason for discoloration is presumed to be thermal event occurring at the tip feature, the exact cause for this is unknown. This device was stated to have been used in 4 consecutive ablation sessions on patient. Dfu states: each applicator may be used to ablate up to three separate areas of target tissue for each patient at the maximum power and time setting. The customer's reported complaint description of ceramic tip discolored is confirmed. Root cause for the tip discoloration could not be definitively determined, however, using the probe for more than 3 ablations may have been a contributing factor. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use (16600972-01), which is supplied to the user with the solero applicators contains the following statement; "the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Precautions: avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Each applicator may be used to ablate up to three separate areas of target tissue for each patient at the maximum power and time setting. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
An end user reported an issue with a solero applicator 14cm. The applicator was successfully tested prior to the percutaneous mwa procedure.there was no difficulty noted when placing the applicator. The provider was treating several liver lesions on the same patient with the following settings: 4 applications (for 4 lesions): 4min at 140w; 2min at 140w; 2min at 140w; 4min at 140w. After taking the needle out of the patient, following the 4th application, the doctor realized that the ceramic at the tip of the needle appeared to be blackened/burnt. He had removed the applicator between ablations and there was no issues with the tip after the first three ablations. The applicator was exchanged for a new one in order to treat the remaining 2 lesions. There was no report of the patient experiencing any adverse effects, harm, or require medical intervention because of this incident.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).